Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a low battery alert on his pump and then it turned off. His blood glucose was 400 mg/dl. The customer stated that when he woke up this morning, he had a low blood glucose of 39 mg/dl and ate some granola. He was advised to remove the battery that was currently in the insulin pump but he was driving and said that he would need to call back to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test no unexpected low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.